Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). (No results available since no evaluation performed) - device or procedural images not provided for review. Related to operational context (interaction with guide catheter caused the deformation). Device not returned for evaluation. Evaluation conclusion: known inherent risk (stent deformation). Unable to confirm complaint (device not returned). Related to operational context (interaction with guide catheter caused the deformation). Device not returned -no evaluation will be performed. (B)(4).

Event description:
Physician was attempting to implant one resolute integrity drug-eluting stent to a calcified and tortuous lesion in the lcx but it failed to cross the lesion and when it was removed stent struts where noted to be deformed. Physician used another resolute integrity of the same size to complete the procedure. The physician said the stent strut got caught on the guide.